Event description:
It was reported that, the subject device displayed no image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the subject device displayed no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The no image was due to faulty cable unit that needed to be replaced. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.